Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had si joint pain relief but later companied of left side radicular pain. The surgeon determined that the middle-positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant using chisels due to the implant being solidly fixed in bone. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.